Event description:
No correlation of the event with device was found. There is no indication of any failure of the device. In addition, there is no indication of any misuse of the device. Event: renal artery thrombosis. A 37-year-old female patient with past medical history of hypertensive crisis, polycystic kidney disease and allergies to numerous anti-hypertensives and many other medications. The patient underwent renal denervation procedure on (B)(6) 2024. She was given 5000u of heparin. After successful completion of urdn in both the left (3 ablations) and right (2 ablations) renal arteries, the physician performed final selective angiograms and noted a clot in the right renal artery. Thrombus was successfully treated with penumbra 6fr catrx system, 6mg tpa in rra and 2000u heparin. Patient was inpatient hospitalized while treated and discharged on (B)(6) 2024. Physician assessed the thrombosis as not related to paradise device and procedure, and attributed the occurrence of event to not giving enough anticoagulation.